Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent reported as "turbid dialysate". The cause of and treatment for the event was not reported. The patient was hospitalized on the same day as the event onset. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information was provided as the reporter declined follow up.